Event description:
A malfunction on the pump was reported by the caller, but there were no notable events leading to the issue. There was no adverse impact on the customer's blood glucose level. Although the customer did not have the necessary charging supplies to reset the pump at the time of the call, they received instructions on how to perform a reset. The customer acknowledged understanding the instructions and was advised to continue using the pump and to call back if the malfunction recurred.